Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990i-us is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. In addition, our technician confirmed that the remote control buttons cut. However, this defect is not the main cause, and/or irrelevant to the alleged complaint. In terms of air/water nozzle missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.